Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was used and when firing two clips on the duct they fell off of the duct. Another device was used to complete the case. There was no consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.